Event description:
Floor nurse reported that the back of her hands became dry and irritated/red, and she felt burning. She reported the incident to employee health, she used eucerin cream, and she stopped wearing the glove. The nurse was seen by a primary care physician on (B)(6)2010, given 1% cortisone gel, and was off work until (B)(6) 2010.

Manufacturer narrative:
The sample and the lot number were not provided by the customer. Historical trending was done. The device history record was not reviewed due to unavailability of the lot number. A small percentage of the population may experience allergic reaction to some of the anti-oxidants and accelerators, which may be caused by contact dermatitis and may not be allergic in nature at all. We will continue to monitor trends.